Manufacturer narrative:
The engineering investigation stated the following: based on the provided image of the distal end of the delivery catheter: the tip is separated from the body of the of the delivery catheter at the guidewire port. The proximal end of the tip portion is deformed and appears flared compared to the outer diameter of the delivery catheter. The physician¿s observation of separation of the tip of the delivery catheter is confirmed with the image provided. The causes for difficulty advancing the delivery catheter over the guidewire in the introducer sheath, deformation at the guidewire port of the delivery catheter, and separation of the tip from the body of the delivery catheter cannot be definitively determined with the evidence provided.

Event description:
It was reported the physician was implanting a 25 mm gore® cardioform septal occluder to close a patent foramen ovale. The physician felt friction while advancing the delivery catheter over the guidewire through the 11 fr pinnacle introducer sheath. It was decided to remove the delivery catheter. Upon inspection of the removed catheter, it was noted that the radiopaque marker and guidewire port were missing from the tip of the delivery catheter. It was still on the guidewire just outside the tip of the introducer sheath. A snare was used to remove the tip of the catheter without incident. A new 25 mm device was implanted with no issues. The patient was doing well following the procedure. It was also stated that the introducer sheath was damaged and crunched up at the tip.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 cfr part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.